Manufacturer narrative:
Unique identifier (UDI)#: asku. This event occurred in (B)(6).

Event description:
The customer obtained questionable high results for five samples drawn in parallel from one patient using the elecsys hcg + beta test system (hcg+b), elecsys ft3 iii assay (ft3), and the elecsys ft4 ii assay (ft4) with the cobas 6000 e 601 module (e601). The five samples were collected on the same day; results were provided from four of the samples. The samples were also analyzed using "rapid cards" to compare to the roche hcg+b results. All initial results from the first sample were released outside of the laboratory. Refer to the attachment to this medwatch for all patient data. There was no allegation that an adverse event occurred. The hcg+b reagent lot number is 17982500 with an expiration date of 01/31/2018. The ft3 and ft4 reagent lot numbers and expiration dates were not provided. Calibration and qc were acceptable; therefore, a reagent issue is not evident. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. No information was provided to indicate a likely instrument issue. The most likely root cause of the non-reproducible false high results was poor sample quality due to quality issues with the primary sample tubes, which lead to gel fragments floating in the tubes and gel sticking to the tube walls. The customer also had reproducibility issues with other assays. The customer reported the sample tube issues to the tube manufacturer. Additional possible root causes for this event may be insufficient electromagnetic interference lab compliance, insufficient maintenance, or contamination of the environment with the analyte.